Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and thrombosis ('blood clots') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included tranexamic acid. The patient's concurrent conditions included vulval itching, human papilloma virus infection, adenomyosis and leiomyoma. Concomitant products included fluconazole (diflucan), ibuprofen and metronidazole (flagyl). On an unknown date, the patient started tranexamic acid at an unspecified dose and frequency. In 2013, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and she had hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the endometriosis and thrombosis had resolved and the vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, menorrhagia, pelvic pain, thrombosis and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pain ¿pelvic/abdominal, menorrhagia (heavy menstrual bleeding), endometriosis, blood clots. Discrepancy noted as essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: multiple transabdominal and transvaginal images were taken to evaluate the pelvis. Transabdominal ultrasound imaging is limited due to overlying bowel, therefore, transvaginal images were obtained to better visualize the pelvis. Normal in size in homogenous uterus is seen. Suspicious for adenomyosis. Endometrium is 3.0 mm in thickness. A fluid interface is visualized. Cervix is normal in appearance. Ovaries are normal in size and appearance. No free fluid visualized in cul de sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, back pain, dysmenorrhea, dyspareunia, menorrhagia. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs +mr received. New events added: abnormal bleeding(vaginal), dysmenorrhea. Concomitant drugs, concomitant conditions, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometriosis ('endometriosis') and thrombosis ('blood clots') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced endometriosis (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (she had hysterectomy (partial) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the endometriosis and thrombosis had resolved and the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, endometriosis, menorrhagia, pelvic pain and thrombosis to be related to essure. The reporter commented: she received treatment for pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding), endometriosis, blood clots. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter and laboratory data were updated and added patient demographics. Essure indication updated. On (B)(6) 2016, she explanted essure. Injury event was replaced with pain pelvic/abdominal, menorrhagia (heavy menstrual bleeding), endometriosis, blood clots. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.